Event description:
Customer reportedly received results of 277 mg/dl and 120 mg/dl within 10 mins on the same device. No high blood glucose symptoms reported. No action was taken based on device results. No adverse event reported. L1 control was run and in range. Requested return of suspect device and replacement was sent.